Event description:
It was reported that a malfunction alarm with code malf 9 occurred. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump as normal.